Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a rx dilatation balloon was used in an epbd; endoscopic papillary balloon dilatation procedure on (B)(6), 2010 involving an adult patient (patient weight, gender and identifier are unknown.) According to the complaint, when the balloon was inflated inside the body, there was a decrease in the pressure of the balloon indicating a burst. No dilatation was performed prior to use and the procedure was completed with another rx dilatation balloon. Investigation results on (B)(6) 2010 revealed that the balloon did not burst, but had a pinhole leak. There were no patient complications and the patient's condition had been described as "good."

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a rx dilatation balloon was used in a stone removal procedure on (B)(6), 2010 involving an adult patient (patient weight, gender and identifier are unknown.) According to the complaint, when the balloon was inflated inside the body, there was a decrease in the pressure of the balloon indicating a burst. No dilatation was performed prior to use and the procedure was completed with another rx dilatation balloon. There were no patient complications and the patient's condition had been described as "good."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Follow-up information received on (B)(6), 2010 revealed that the device was not used for direct stone removal, as originally reported, but for dilation of the vessel to facilitate stone removal (epbd; endoscopic papillary balloon dilatation). A visual examination of the returned device revealed no defects, however when it was inflated, two pinholes were noted. The root cause of the event is operational context. The device history record review confirms that this device met all material, assembly and performance specifications. A review for similar complaints was completed and there was no other complaint found.